Event description:
Allegedly patient was kneeling down and when he got up, neck failed and broke off inside stem. (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00307, 00308.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the product. Evidence that product in specification when used.(B)(4).